Manufacturer narrative:
The reference: (B)(6) has been allocated to this case by rayner. The event description provided states that post-operatively the patient has experienced blurred vision with glare and halos. The patient has elected to undergo an additional surgery to explant and exchange the lens. "Deviation from target refraction", "iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. Additionally, "patients unlikely to adapt to simultaneous multiple retinal images" is listed in the "contraindications" section of the rayone IFU. The patient biometry data supplied has been reviewed by rayner's head of clinical planning and the higher-order aberrations were found to be quite high, 0.4um in od and 0.5um in os. Many drs use 0.4um as a hard cut-off for multifocal iols with some surgeons even stopping at 0.3um. Od was borderline and os would not be recommended for galaxy, assuming the post-operative scans match with the pre-op scans. The patient is reported to be experiencing dry eye post-operatively, which may well be an influencing factor on the outcome. Glare and halos are symptoms consistent with post-operative dysphotopsia. Rayner has previously been advised by its medical consultants that neuro-adaptation can take up to six months and that a small percentage of patients (approx 1-3%) are just never able to adapt to the functional style of the lens. Our review of production records for the rayone galaxy toric rao615x batch: 104253566 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy toric rao615x batch: 104253566. There is no evidence or information to suggest a device-related cause for the issues reported.

Event description:
On 4th june 2025, rayner received notification from a healthcare facility in australia of an event that occurred following implantation of a rayone galaxy toric rao615x. The event description provided states that post-operatively the patient has experienced blurred vision with glare and halos. The patient has elected to undergo an additional surgery to explant and exchange the lens. Note: the issue affects the patient bilaterally - see also FDA MDR 3012304651-2025-00162.